Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as high as 513 mg/dl and as low as 32 mg/dl. Customer stated that they believe the sensor they had was defective. Customer declined to troubleshoot and wanted a replacement sensor to be sent out.